Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc discovered that the samples were spun for two minutes utilizing "statspin". The customer was spinning patient samples outside of the tube manufacturer specifications. The cause of the samples being spun outside of tube manufacturer specifications is failure to follow instructions. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the integrated multi-sensor technology (imt) module and performed a check on grounding screws for tightness, which passed. The cse removed, disassembled and cleaned the rotary valve. The cse reinstalled the rotary valve and imt module. The cse replaced imt pump tubing and imt probe and performed auto-alignment for imt sensor and imt probe. The cse performed a power flush and inspected aliquot probe, which passed. The cse performed a check for vacuum and air knives on the aliquot and imt drains, which passed. The cse inspected the degasser block vacuum line and confirmed that vacuum was present. The cse performed a quick check, which passed. The cse installed new imt sensor and performed calibrations. The cse then ran several patient samples for electrolytes to provide a protein coat. The cse performed quality control precision testing and the results obtained were within acceptable range. The cse found that the water purification module resistivity was low. The cse replaced the purification cartridge (q-gard), after which resistivity was in range. A siemens headquarter support center (hsc) reviewed the instrument data. The data indicated that there was an issue with fluid flow due to high fluid verified measurements and low pump rates for imt. The cause of the discordant, falsely depressed na, cl and k results on seven patient samples is due to a fluid flow issue in the imt system due to an occlusion in the system and a low pump rate that was resolved with service and maintenance to the imt system. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na), potassium (k) and chloride (cl) results were obtained on seven patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na, k and cl results.